Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion headsets have leaked insulin during use, and she has experienced hyperglycemia in the 400 mg/dl range as a result. This occurred with different headsets from the same box/lot. No adverse event was reported. The alleged product was replaced and requested for evaluation.